Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from left ventricular lead in all configuration settings. Later, there was diaphragmatic stimulation from right ventricular lead also. Venogram showed patent vein. Patient feels more fatigued without left ventricular pacing. The leads were explanted and replaced.